Event description:
It was reported that when changing the battery the patient felt that the pump was warmer to touch. The reporter denies corrosion, and verifies that the battery type is set correctly.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: the pump¿s history begins on 09/23/2013; information from the reported event date was overwritten in the pump¿s history due to continued use of the pump. The pump powered on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The current history showed no unusual fluctuation of the voltage. The pump was tested with an external power supply and idle, sleep, rewind and load currents all were within specifications. No overheating was duplicated during testing. The pump cover was removed; no evidence of loose components or moisture contamination were identified inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.